Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were erratic, the machined head was damaged, and the control bar was loose. The motor, head, lever, reciprocating arm, swivel, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was sent in for maintenance. At evaluation it was noted that the device had erratic motor speed. No patient involvement or impact. Due diligence information complete.